Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this clinic nurse contacted technical services to report that this device triggered elective replacement indicator (eri). Technical services was notified that this device exhibited a monitoring voltage below 2.65 volts in (B)(6) 2008. Technical services discussed device replacement within 30 days. The available information suggests that this device remains in-service.

Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device did not meet expected longevity. The device's life cell capacity was less than expected. The device was put through and passed a series of automated tests which verified functionality, and therapy delivery. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information that this clinic nurse contacted technical services to report that this device triggered eri with a monitoring voltage of 2.50 volts and a charge time of 12.0 seconds. Technical services recommended device replacement within 30 days of eri declaration. Subsequently, boston scientific received information from an implant form that this device was electively explanted and would be returned to boston scientific's post market quality assurance laboratory for analysis. To date, the device has not been received at boston scientific's return products department.